Event description:
According to the initial report received the protect patient experienced a cardiovascular event on (B)(6) 2019. This event is described as hypertonic derailment. Per the adverse event report form this is (s)ae#1. The amds was implanted on (B)(6) 2019. The event began on (B)(6) 2019. The event was not expected. The event is unlikely related to the amds device and unlikely related to the implant procedure of the amds. A pre-existing condition or acute disease did cause or contribute to the event in the form of hypertension. The event did lead to a serious deterioration in health as medical intervention to prevent permanent impairment of a body structure or function. Treatment consisted of urapidil and ilclonid. This investigation is relegated to amds40-de, lot number: 4897 with the allegation of hypertonic derailment.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is relegated to amds40-de, lot number: 4897 with the allegation of hypertonic derailment. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-de, lot: 4897 (finished goods) and 4562 (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were found to be related to the complaint. Patient (B)(6) is a 77-year-old female who had an amds-40-40 (lot#: 4897) implanted on (B)(6) 2019 at (B)(6). Adverse event# 1(case (B)(4) reports a cardiovascular event described as ¿hypertonic derailment, therapy with urapidil and ilclonid¿ with an onset date on (B)(6) 2019 (3 days post-op) and end date on (B)(6) 2019. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Hypertension was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already hospitalized with an unknown expected discharge date. Medical treatment was provided, and the event was documented as resolved. The patient was discharged on (B)(6) 2019 and did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ [ae #1] are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.